Event description:
It was reported that the customer was hospitalized on 11/01/2014 because of a gall bladder infection and pulmonary problems. She was delivered too much insulin. Her blood glucose level, when she arrived at the hospital, was 374 mg/dl and 67 mg/dl when she left the hospital. The customer continued to experience low blood glucose levels after she left the hospital. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.